Event description:
It was reported that this pacemaker and the right ventricular (rv) lead were explanted due to a high capture threshold. Also, the patient reported they were upset with the previous implanting physician due to their device failing. The patient claimed the device failing almost caused them to drown. This pacemaker was successfully replaced and received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead were explanted due to a high capture threshold. Also, the patient reported they were upset with the previous implanting physician due to their device failing. The patient claimed the device failing almost caused them to drown. This pacemaker was successfully replaced and received for analysis. No additional adverse patient effects were reported. Additional information was received. The patient presented at the emergency room (ER) due to a drowning event. The ER staff placed a magnet over the device, and when it was removed, the patient experienced asystole with no escape rhythm. Upon device interrogation, it was found the rv threshold was high and no adequate safety margin was programmed. The physician decided to extract this pacemaker and rv lead.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.